Event description:
It was reported during follow up, possible output circuit damage was observed due to a lead anomaly. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.